Manufacturer narrative:
The ge service rep cleaned and greased the high voltage cables and performed a filament cal. The unit works as intended.

Event description:
The customer reported that a loud arc was heard and the image went blank. Also she received an overload fault error message. The customer rebooted and was able to finish the case with no additional problems.